Event description:
A customer technical advocate (cta) was contacted with regard to pt results that were generated using a cell-dyn 1700 analyzer. A hemoglobin result of 6 g/dl was reported and subsequently questioned by a physician because this was lower than what this pt had been running previously. The physician had the pt redrawn and the specimen ran at a hosp, yielding a result of 10 g/dl. No treatment was given to the pt. No additional pt info was provided. No impact to pt mgmt was reported.

Manufacturer narrative:
Investigation summary: a customer technical advocate (cta) was contacted regarding a hemoglobin result for a pt generated using a cell-dyn 1700 analyzer that was reported and questioned by a physician as being lower that this pt was running previously. Platelet results were also running low for this pt (no data provided). The cta requested printouts of the pt results but the account did not fax data. Controls were trending low for hbg and plt. The cell-dyn 1700 was last calibrated on 7/19/04. The cta verified proper mixing and handling of specimens. The specimen was checked for clots prior to running but the customer cannot be certain that she did not remove the specimen from the aspiration probe of the cell-dyn 1700 analyzer prematurely during sampling. Removing the sample from the aspiration probe before the sampling cycle is completed may cause lower results. There has been no instrument issues around the time the suspect results were generated and account did not experience any problems with samples before or after the suspect specimen. The cta instructed the account to clean the hgb flow cell, aperture plates, and perform a supplemental aperture cleaning and lyse inlet tubing rinse. The diluent and detergent reagent were replaced due to low volume. The account ran a precision, but it was out of specifications. Cta had customer massage tubings in valves 5-8, 4-6 and primed reagents. The account repeated the precision with acceptable results. The analyzer was then calibrated. Controls were ran with results within specifications. Calibration verification was performed and it was in range. The cta did not receive any further contact from the account concerning this issue. Cleaning the analyzer, performing precision and calibration resolved the issue. Sample handling at the aspiration step may have contributed to the event but no conclusion can be drawn. Trending analysis: a review of complaints for the months of august, september, and october 2004 did not indicate an adverse trend for this issue on the cell-dyn 1700 system. Labeling: the issue is addressed in the device labeling in the cell-dyn system 1700 operator's manual in the troubleshooting and diagnostics, service and maintenance, calibration, and performance characteristics and specification sections. This is the final report.